Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error code e213" was not confirmed - therefore a further presumption of root cause could not be established. The suggested phenomenon of "error code e226" was presumed to have occurred due to the failure of the "ap" board (printed circuit board) and the video connector. As there was no information received of clear misuse of the device, there is neither labeling advisory nor feedback that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed an e213 otv error code. The issue occurred during preparation for use. There were no reports of patient harm.